Event description:
Patient enrolled into the create pas trial. Stent migration occurred with malposition of 1st stent. As a result 2nd stent was used; vasospasm occurred post stent deployment vasospasm during dilation; hyper-perfusion syndrome occurred post procedure. Patient noticed post procedure neuro changes approximately 6-8 hours after initial carotid stent. Patient took back to angiography suite and was found to have no blockages or stent failures. Previous vasospasm was gone. Patient neuro check was back to baseline at discharge. All neuro deficits resolved, and discharged in stable condition, at baseline neurologically.

Manufacturer narrative:
Please reference MDR 2183870-2008-00155 for the protege rx used in this procedure.